Event description:
A malfunction alarm with code malf 24 was reported, which could not be reset. There was no adverse impact to the customer¿s blood glucose level. The customer was informed about the steps for returning the malfunctioning pump, including putting it into storage mode and using a pre-paid label. Technical support facilitated the replacement by sending a new pump with updated software. The customer acknowledged and understood all instructions, including the use of a backup therapy (mdi) to ensure continuity of insulin delivery.